Manufacturer narrative:
Block b3: exact date unknown, event occurred february 2025 prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6) batch: 7120870. UDI: (B)(4). Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7120861. UDI: (B)(4).

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure and the explanted devices were kept by the facility. There was no device malfunction that was suspected. No further information has been obtained.

Event description:
It was reported that the patient experienced inadequate stimulation. The patient underwent a spinal cord stimulator (scs) explant procedure and the explanted devices were kept by the facility. There was no device malfunction that was suspected. No further information has been obtained. Additional information was received that the patient was doing well postoperatively.